Event description:
During the index procedure, the patient suffered a non q-wave myocardial infarction (mi). The pt was a male with a history of obesity, hypertension, hyperlipidemia, smoking, diabetes, and cerebrovascular disease. The indication for the index procedure was stable angina pectoris. The target lesion was the proximal left anterior descending artery (lad) and the circumflex (cfx). The lad was described as de novo, smooth contour, concentric and moderately calcified. The diameter of the vessel was 3 mm. The length was 12 mm. The rate of stenosis was 70%. A 6 fr. Guiding catheter was used. The lesion was not pre-dilated. A cypher was successfully deployed at the lesion. The stent was not post-dilated. The physician next performed intervention on the 2nd marginal of the cfx. The vessel was described as de novo, moderately tortuous, with an irregular contour, moderately calcified and eccentric. The diameter of the vessel was 2.5 mm. The length of the lesion was 23 mm. The lesion was totally occluded. The lesion was pre-dilated. Two cypher stents were successfully deployed, overlapping, in the 2nd marginal. The stents were not post-dilated. There was no thrombus present at the delivery sites. The procedure was successfully completed. During the procedure, it was noted that the peak ck and ck-mb were above normal upper level limits. Troponin was also elevated. The pt was diagnosed with a non q-wave mi. The location was undetermined. There was no evidence of stent thrombosis. The event was determined to be unrelated to the cordis cypher stents, but probably related to the index procedure. The event was severity was described as mild and resolved without sequel. The pt was discharged five days later with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2008-02124, 9616099-2008-02125, 9616099-2008-02126.